Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system it was leaking. The following information was provided by the initial reporter, translated from japanese to english: this report is about leakage. When the syringe was loaded and pressure was applied, leakage was observed around the connection between the catheter adapter and the extension tube.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2293517, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device appeared to have been used with a brown discoloration located in the area circled by the customer but could not determine if the discoloration was indicative of a leak or just use. Leakage at the site may occur due to incomplete seals caused by an uncured or partially cured adhesive between the luer adapter and the extension tubing. If the uv intensity was too low from led degradation or dirty lens, the adhesive will not cure resulting in a leakage. However, the photo provided does not show a correct angle of the connection to identity this potential defect. Given that no media can be observed coming from the defective site and no damage can be identified from the photo the engineer could not verify the reported defect.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system it was leaking. The following information was provided by the initial reporter, translated from japanese to english: this report is about leakage. When the syringe was loaded and pressure was applied, leakage was observed around the connection between the catheter adapter and the extension tube.